Event description:
It was reported that the ventilator would not power on or charge the battery. There was no patient involvement. The biomedical engineer inspected the device and found that there was no light on the front of the device when plugged into a wall. The device will work on battery but the power supply is not charging the battery as there is no 100v coming through the power supply. The customer will order a power supply. The customer replaced the power supply and all testing passed.